Event description:
It was reported that two years following a coronary artery drug eluting stenting treatment procedure, the patient experienced thrombosis and an acute myocardial infarction. The target lesion was located in the right coronary artery. The lesion was predilated using a 20mm balloon and a 3.5x16mm taxus express2 drug eluting stent was implanted. The stent was post dilated using a 20mm balloon. Two years later (unknown date), the patient presented with an acute myocardial infarction reportedly due to stent thrombosis in the proximal rca. It was reported that the patient stopped taking clopidogrel two weeks before this event. Additional information has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.